Event description:
It was reported that a 4l oxygen barrier bag leaked. There was no patient involvement. No additional information is available. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was received at the plant for evaluation. No defect was observed during visual inspection. The bag was inflated with air and leak tested under water. A leak was revealed from a pin hole at the front of the bag. Close visual inspection revealed that the pin hole was only on one side of the bag and no signs of damage could be noticed on the other side of the bag opposite to the pin hole. The reported condition was confirmed. The assignable cause of the reported condition is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.